Manufacturer narrative:
Primary surgical notes stated that the tha was for right hip arthritis pain dysfunction. The final tha was taken through range of motion and had good range of motion, good stability and good leg length reproduction, good stability and good leg length reproduction. No complications noted. F/u office notes state that the total hip components appear to be in excellent position. The provided x-rays were unremarkable. Cause cannot be definitely determined. Eval codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing lateral hip discomfort.